Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula issue. Reportedly the blood glucose level of the patient was 846 mg/dl and had experienced diabetic ketoacidosis 1+ levels. The patient self-treated with the bolus. Subsequently, the patient received insulin drip and dextrose 5% in normal saline as corrective treatment. The issue was resolved, as the blood glucose level now was reported to be 190 mg/dl. The patient was admitted for two days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.